Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the lower end of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the guidewire emerged from the back of the cut wire. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
E1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. H6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a0406 captures the reportable event of cutting wire kinked. H11: (investigation result): the returned truetome jag 44 was analyzed, and a visual evaluation noted that the working length was twisted, the guidewire had the tip bent and the working length was torn from the blue band to the tip. Media analysis of the photo provided by the customer shows the cutting wire was broken and kinked. However, the returned device did not present the damages observed in the picture no other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was twisted, the guidewire had the tip bent, the working length was torn from the blue band to the tip. The twisted working length could have been generated after multiple attempts to rotate handle of the device or during the introduction of the device into the scope. The kinked guidewire tip could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). Additionally, the torn working length from the blue band to the tip is typically caused when the user pulls/removes the guidewire through the c-channel, also the technique used during loading or removing the guidewire into the device. The reported wire break and wire kinked problem could not be detected. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the lower end of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the guidewire emerged from the back of the cut wire. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken and kinked.